Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 7 events were reported for this quarter. 2 devices were not available to stryker for evaluation. No further evaluation was possible. 2 events suggests that the burs broke as a result of overload conditions. 1 event suggests the bur broke as a result of overload conditions and a lack of irrigation. 2 events suggests the bur broke due to issues with the associated attachment. There were no remedial actions taken. This device is labelled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device broke during use. There was patient involvement. 7 events occurred during a cranial procedure. There was no patient impact.